Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had surging and the amplitude would turn itself up higher on its own. It was unknown if any environmental or external factors contributed to the issue. The patient was going to see the healthcare professional and representative the next day. The patient was going to experiment with the different groups to see if the device surged only in adaptive stimulation or in all groups. The issue was not resolved at the time of the report. The patient mentioned burning at the previous stimulator battery site. No surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the rep reprogrammed the patient. Set the motion sensitivity to high on the device. Rep was going to evaluate the response in a couple of weeks. No further complications were reported/anticipated.